Event description:
It was reported the patient had a loss of stimulation and therapeutic effect, a shocking and jolting sensation, and stimulation in the wrong location. The patient had gone in for a routine stimulation review and they reported that for the past week they had not been getting any therapeutic stimulation. The patient¿s paresthesia had taken 3-4 weeks to ¿settle¿ and become pleasant and provide pain relief. The patient only had painful sensations around the implantable neurostimulator (ins) pocket. At the ins pocket, the patient had a burning sensation, pain, and less than 50 percent therapy relief. The patient had two subcutaneous leads implanted in their right lower back. Screening of both leads did not find any electrode selections that produced appropriate paresthesia in the area the patient¿s chronic neuropathic pain. All stimulation was painful and located around the ins. When all stimulation was localized to the ins pocket, the manufacturing representative assumed the leads had migrated so the patient¿s healthcare professional (hcp) was notified and x-rays were arranged. Reprogramming and x-rays were done. The patient had an appointment scheduled with their hcp on (B)(6) 2015. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported a revision was done and the leads were tested. Intraoperative testing was inconclusive since a miscommunication led to the patient being given a large amount of sedation so the patient was unable to provide accurate feedback. Examination of the implantable neurostimulator (ins) revealed some blood/fluid in both channels. The ins channels were cleaned out with air pushed through a 20 ml syringe with a 16 gauge needle. Leads were reinserted and locked down when the channels appeared clear. Testing on the following day revealed normal stimulation and paresthesia. The patient was happy right the return of pain relief.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead, product ID: neu_unknown_lead, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).